Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-02420. It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. The closure device was positioned and they were getting ready to deploy the closure device when the physician felt the delivery system shifted and then he felt a "pop". The physician grabbed some contrast and shot it through the delivery system and noticed that the contrast was outside the appendage. At this point, they knew a was perforation occurred. The was remained in place since the patient was hemodynamically stable and surgery was called. As they were setting up for surgery the patient remained hemodynamically stable. The patient was connected to a heart-lung bypass machine and they were able to open a pericardial window. The surgeon and the implanting physician decided to try and deploy the closure device since it was already positioned and to see if that would slow down any blood flow through the perforated appendage. The device was deployed, but they were unable to occlude the laa. The bypass/heart-lung machine was turned on and the blood coming out was cleaned and put back into the patient. The watchman closure device was completely removed and the surgeon opened the sternum and put in a non-bsc laa clip to seal off the appendage and closed the leak permanently. All of the lines were taken out of the groin and the access site was stitched. The patient left the procedure room with an external drain and remained hemodynamically stable. The patient is currently stable and in good spirits.